Event description:
A surgeon reports an 'atypical' result following a bilateral custom myopia procedure. It is unknown if there was patient impact/injury associated with this event. Additional information has been requested. #1061857-2007-00239-right eye. #1061857-2007-00240-left eye.

Manufacturer narrative:
The investigation, including root cause determination is in progress.